Event description:
Osseointegration of the implant was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.